Event description:
Two days after treatment with an unk collagen product, the pt developed edema, crusting blistering, and tenderness at the lower lip treatment site. The physician prescribed oral valtrex and warm crompresses.